Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the middle of the last character was missing on the lower numbers on the display. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated which included functional testing. The device was turned on using batteries and an led segment on the led digits did not illuminate. During the operational testing the unit provided both audible and visual alarms and passed simulation testing by providing accurate measurements. An internal inspection of the device was conducted and the unit was confirmed to have an intermittent open connection on the system circuit board causing a failed led segment. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues related to this reported event.